Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low intrinsic sensing amplitudes less than 1mv. All other lead parameters were within satisfactory limits. A revision procedure was performed wherein the rv lead was surgically abandoned and replaced. The device was also explanted and replaced during the procedure. No adverse patient effects were reported.